Manufacturer narrative:
Block e1: initial reporter city (B)(6). Block h6: imdrf impact code f1001 captures the reportable event of aborted procedure.

Event description:
It was reported to boston scientific corporation that an acquire needle was used in the pancreas during an endoscopic ultrasound-guided fine-needle aspiration (eus-fna) procedure performed on (B)(6) 2024. During the procedure, the sheath did not come out even after adjusting the sheath stopper. After pushing for a while, the sheath came out as if it was popping out, and the same movement was observed when acquire was passed through the scope outside the body. The procedure was discontinued due to the possibility of a scope malfunction. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter city (B)(6). Block h6: imdrf impact code f1001 captures the reportable event of aborted procedure. Block h11: investigation results: the returned injection gold probe device was analyzed, and visual analysis found that the sheath adjustment knob was crooked. A functional evaluation was performed by attempting to adjust the sheath adjustment knob; however, the knob did not fully adjust since it was crooked. No other issues were noted. The reported event of knob failure to adjust was confirmed. The sheath adjustment knob damaged could have happened as a result of tightening the knob with too much force during the procedure or making the knob exceed the tightening limit. Based on all available information, the most probable root cause of the reported clinical observations is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an acquire needle was used in the pancreas during an endoscopic ultrasound-guided fine-needle aspiration (eus-fna) procedure performed on (B)(6) 2024. During the procedure, the sheath did not come out even after adjusting the sheath stopper. After pushing for a while, the sheath came out as if it was popping out, and the same movement was observed when acquire was passed through the scope outside the body. The procedure was discontinued due to the possibility of a scope malfunction. There were no patient complications reported as a result of this event.